Event description:
This spontaneous report was received from a canadian physician and concerns a female patient. She was injected subdermal, radiesse(+), into the marionette region. Radiesse(+) was diluted with nacl (product preparation issue, off label use of device) in a 1:1 ratio and 1.5 ml was injected per marionette with a cannula. After the radiesse(+) injection, the patient experienced some induration and then instant ecchymosis. There was no pallor, no significant pain, no papules. The outcome of the events was unknown. In the opinion of the reporter, it appeared to be an ecchymosis, rather than a vascular occlusion. Follow-up information was received on 22-jan-2024: this case was upgraded to serious. The patient was injected with radiesse(+), for aesthetic. Batch number was reported as a00118270. A lot search in the global safety database was conducted. Radiesse(+) was injected with a cannula. The patient was not treated with other products in the same area. She had no aesthetic injections in the past. The patients medical history, known allergies and concomitant medication were reported as none. The ecchymosis were treated with excel v+ vascular laser. The treatment was necessary to prevent a permanent damage. The outcome of the events was reported as resolving (changed from unknown). In the opinion of the reporter, the events were related to radiesse(+). Follow-up information was received on 26-jan-2024: the batch record review was received and the lot number for radiesse(+) was confirmed as a00118270 (expiry date: 06/2025).

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event ecchymosis (pt: injection site haemorrhage), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant, lot number a00118270, was reviewed. A lot search was conducted on the reported lot and no other similar events were noted. No nonconformances were noted related to this lot.

Event description:
Follow-up information was received on 22-feb-2024: the issue was fully resolved. The patient was seen and she was fine. The outcome of the events was reported as resolved (changed from resolving).